Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate ¿flow was not proper.¿ all testing¿s were performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed the extended 55 hour run in test with the customer settings without any unusual alarms and conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with ventilator.

Event description:
The customer reported that the "patient didn't like how it felt." The patient was switched to the back up ventilator without any issue. After switching the ventilator, the customer reported that they tested the ventilator in their facility and the 'flow was not proper'. There was no patient harm associated with this complaint.